Event description:
It was reported that eight days subsequent to implantation the patient¿s notifier reflected high right ventricular lead impedance. Images showed the lead remained properly positioned and evaluations established all other electrical measurements were within appropriate ranges. A suspected root cause of the high impedance was thought to be patient-related dry-pocket. The patient will be monitored and remains in stable condition.